Event description:
Information was received from a consumer receiving hydromorphone (unknown dose and concentration) and morphine (unknown dose and con centration) via intrathecal infusion pump indicated for failed back surgery syndrome and non-malignant pain. It was reported that the consumer had their pump for 5 or almost over 5 years, and had to have the pump removed due to medical issues that occurred during the entire duration of the pump. The consumer noted their pain management doctor never took any interest in it, however, they had a cardiologist because of the issue that took a special interest in it. All of those issues were resolved as a result of the pump being removed after having numerous hospital stays and emergency room visits. The consumer stated the cardiologist said since the pain management doctor did not follow up with any issue or problems, now that it had been 6 months out, and that none of the issues had returned, that the consumer contact the company. When agent inquired about the hospital stays and problems, the consumer stated 'it went on with a frequency of almost went biweekly, it was seasonally almost, it would intensify or let up at different parts of the year, but never was it more than a month at the time that I wasn't either in the hospital, or not going to the hospital, or having the issues because I knew that when I got there, there was nothing that they were able to do.' The consumer mentioned the reason that they would seek medical attention was because their blood pressure exceeded 200 over 130 and they were afraid to stroke out, and why they went to the hospital. The consumer spent over 5 days a time, multiple times in the hospital without them able to get it to come down, and was why they got a cardiologist. The consumer described their episodes of pain to be 'the abdominal pain, vomiting, congestion, and a crazy heightened sense of smell, muscle, joint, body, I mean, this list goes on and on and on of all the issues and problems that occurred during these episodes.' The consumer stated while they had the pump in, they saw specialists all over, at the direct of the cardiologist. They were looking for things like tumors, adrenal gland issues, blood diseases. The consumer noted they only removed the pump because they were directed to go to the special cases unit at mayo to find out what was going on since it had gone on for so long. That was why the pump was removed. The consumer noted the weeks prior to being removed, they didn't know if it was a combo of withdrawal symptoms with the issues that it had been causing, but it was severe. Once it was removed, the consumer had not had a single episode, a single issue, since now, in 6 straight months. While on the call, the consumer mentioned that they originally scheduled for explant surgery on (B)(6) 2022, and a follow up appointment on (B)(6) 2022, but due to symptoms, explant surgery and follow up appointments were pushed back. The consumer confirmed the explant date was 'april/may timeline' of this year 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.